Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the patient experienced st elevation after the reinsertion of the balloon catheter into the sheath to touch up the right superior pulmonary vein (rspv). The sheath continued to be used and the procedure was completed with cryo. The patient was under general anesthesia and there were no patient complications reported.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show any system notices on the reported date of event. No product was returned for analysis. Also, this was a clinical issue encountered during the procedure. In conclusion, the adverse event occurred during the procedure and no product was returned for analysis.